Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced an infusion set tape not sticking event on (B)(6) 2026. The infusion set was in use for two day and insertion site was thigh. Blood glucose level was high at the time of event for more than four hours and was treated with manual injection.